Manufacturer narrative:
(B)(4). Rear tip extender (rte). Serial#: (B)(4). Catalog#: 72404321. Expiration date: 06/09/2020. MFR date: 06/2015.

Event description:
It was reported the patient had his spectra penile prosthesis cylinder removed and replaced due to rear tip extender (rte) disconnected from the back of cylinder. No further patient complications were reported in relation to this event.